Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to heart failure. Device data was sent for analysis to assess shock impedance measurements as they were noted to be decreasing but remained within an acceptable range. Troubleshooting options related to the decreasing impedance measurements were discussion. Data analysis found the battery appeared to be depleting more quickly than expected and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to heart failure. Device data was sent for analysis to assess shock impedance measurements as they were noted to be decreasing but remained within an acceptable range. Troubleshooting options related to the decreasing impedance measurements were discussion. Data analysis found the battery appeared to be depleting more quickly than expected and replacement was recommended. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to heart failure. Device data was sent for analysis to assess shock impedance measurements as they were noted to be decreasing but remained within an acceptable range. Troubleshooting options related to the decreasing impedance measurements were discussion. Data analysis found the battery appeared to be depleting more quickly than expected and replacement was recommended. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.